Event description:
The director of biomed at the facility reported this device overinfused during clinical use. The pump was programmed to infuse at a rate of 10ml/hr at 1514 with a volume to be infused of 47ml. Approx 15 minutes later at 1537, the entire 50ml bag had infused but the device display showed only 3ml had infused. Despite baxter's efforts to obtain info regarding the date this incident occurred, the medication involved, pump set-up info, specific pt details, alternate contact info and medical intervention, no info was available. The director of biomed noted he does not believe any pt injury resulted.